Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device as returned for analysis. This device has not been in for service in the review period. Visual/functional testing was performed. The reported problem of error code 1260 was confirmed by functional test. The cause is the unknown. Replaced the motor to correct the problem. The device passed all functional tests after repair.